Event description:
Procedure type: sigmoidectomy. According to the reporter: the customer reports that during the intervention the device got blocked on tissue during stapling. The surgeon had to cut the tissue around to free the device and had to oversew the wound. The surgery was extended over 30 mins. No blood loss over 500cc. No reinforcement material was used. The surgeon had followed covidien's IFU correctly.

Manufacturer narrative:
(B)(4).